Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 11 december 2024, a 25mm epic plus supra valve was selected for implant. The valve was implanted. However, "owing to fraility of aorta patients aortic annulus was giving away it might be due to stenttramic stiffness," cardioplegia was administered and the valve was explanted. It was further described that the patient's aorta was found to be too fragile to stitch the epic valve into place. The patient then underwent pericardial re-construction of the annulus in a continuous fashion with a 5-0 prolene suture. Then, a new 10mm epic plus supra valve was successfully implanted. A delay in overall procedure time was reported. The patient status was reported as unknown.

Manufacturer narrative:
An event of valve explant was reported. It was indicated that the owing to fraility of aorta patients aortic annulus was giving away it might be due to stenttramic stiffness. The device was returned to abbott for investigation which revealed that the sewing cuff was intact. There were no perforations or tears observed and the cusps were mobile. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of surgical intervention was case specific where device was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.